Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to set their system to MRI mode. Diagnostics revealed low impedances on two contacts. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Post-operatively, the patient was able to put system into MRI mode without issue. There was no surgical intervention against the lead and it remains implanted.